Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their issue. The customer noted that they were unable to close the disinfectant drawer at first, but were eventually able to get it close by removing the disinfectant. Once closed the unit was in the load process but it would not stop and no error codes were displayed. Tac began some trouble-shooting options with the customer including powering the unit down and removing the float sensor. However, upon lifting the float, an e05 error message appeared. Tac was able to clear that by having the customer press the stop button twice. Then tac instructed the customer to begin to load cycle again, but this time to open the drawer and insert a new disinfectant. Following this step, the processor was functioning properly. At this time, the device is not scheduled for return. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus endoscope reprocessor was experiencing issues loading the disinfectant solution into the basin. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a temporary sensor failure, leading to the sensor incorrectly reacting as through bottles had been placed in the drawer (which they had not). There was no determination that the event was due to user¿s misuse. The instructions for use (IFU) says user to place the acecide bottles before closing the disinfectant bottle drawer, when loading the disinfectant solution. By following these steps, the user could prevent from closing the drawer without placing the bottles in it. Olympus will continue to monitor field performance for this device.